Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
On 2015-09-29 information was received from a consumer regarding a patient receiving intrathecal medication via an implanted pump system. The patient stated they were titrating for a year between 2014 and 2015, and they were told that their "numbers were too high". Additional information was requested to clarify what was meant by the patient's numbers being too high in addition to if this issue resolved.